Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 513-514 mg/dl; cause was not known. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.